Manufacturer narrative:
Results: target lesion exhibited 50% stenosis following pre-dilation and moderate vessel tortuosity, resistance was noted with the micro catheter, balloon. Conclusion: target lesion exhibited 50% stenosis following pre-dilation and moderate vessel tortuosity, resistance was noted with the micro catheter. (B)(4).

Event description:
The physician intended to use a resolute integrity drug-eluting stent to treat a lesion in the rca. No unusual resistance was noted when the protective sheath was removed from the device. The device was inspected and negative prep performed on the device prior to use with no issues noted. The target lesion exhibited 90% stenosis and moderate vessel tortuosity. The lesion was pre-dilated. The 50% stenosis remained following pre-dilation. It was reported that a difficult delivery was expected due to the tortuous vessel. Resistance was noted with the micro catheter during the attempted delivery. When the air was purged, a backflow of blood was observed from the resolute integrity device and rupture of the delivery balloon was suspected. Use of the relevant device was discontinued and a non-medtronic device was used to complete the procedure. No clinical sequelae were reported. Device evaluation summary: analysis of the returned device showed evidence of tip damage. During analysis the device failed negative preparation; when pressure was applied to the device liquid was seen exiting the balloon, confirming the presence of a leak. The leak site was located at the distal balloon cone.